Event description:
It was reported that the patient was experiencing ineffective therapy. Reprogramming was unable to capture the patient's pain without painful rib or abdominal stimulation. The patient underwent a revision procedure and one lead was repositioned, and one lead was replaced. It is not known which lead was explanted. The explanted lead was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21105997.

Event description:
It was reported that the patient was experiencing pain in their left leg and foot. The patient was reprogrammed and still experienced the initially reported pain in their left leg and foot. The physician then decided to reposition the patients leads in order to capture the pain area effectively without unwanted stimulation in torso. The patient has recovered following the revision procedure.